Manufacturer narrative:
Post market safety reviewed this case and confirm insulet is aware of data discrepancies between the omnipod 5 system and glooko. Glooko should not be used to make treatment decisions, any changes to therapy settings should be driven by clinical data, including assessment of symptoms. On (B)(6) 2024, insulet sent a communication to healthcare providers to reinforce the intention and indications for utilizing reports generated from glooko. No lot release records could be reviewed, as the serial number was not provided by the reporter.

Event description:
An mhra user report has been received "initially noted that basal history information was missing from glooko (software for remotely viewing data from the omnipod 5 controller). This varied between users to no basal data being recorded at all, and some having intermittent data available for basal. On viewing a users controller, it became evident that this information was also missing from the device (controller) also. This missing data impacts treatment decisions as an accurate total daily dose is required for managing hyperglycemia and ketones, and also for some dose adjustments. If not recognized that this data is missing then incorrect doses may be taken for emergency management or incorrect calculations made for dose adjustments." This report is regarding the alleged missing basal data from the insulet omnipod 5 controller. The allegations regarding missing basal data from the glooko reports have been forwarded by insulet to the manufacturer for assessment.